Event description:
It was reported that there was a knob failure on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the display was damaged. (B)(4).